Manufacturer narrative:
Approximate age of device ¿ 7 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the night of (B)(6) 2018, the patient was found expired in bed by a relative. It was reported that the system controller was not attached to any power supply. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned for evaluation. Review of the retrieved log file from the system controller recorded approximately 16 minutes of data. The log file consisted primarily of power cable disconnect and low battery advisories. Furthermore, two time clock reset were captured, which indicated a complete loss of power to the system controller. The power cable disconnects were consistent with the report of the patient being disconnected from the system controller. The heartmate ii lvas instructions for use (IFU) explains that at least one system controller power cable must be attached to a tethered power source or batteries at all times. This IFU also explains that the tethered power source must be plugged into power at all times. Additionally, this document explains that the driveline must always be connected to the system controller in order to maintain support. No further information was provided. The manufacturer is closing its file on this event.